Event description:
It was reported when using the bd pyxis¿ es server, all pyxis machines on profile were experiencing issues with orders crossing over from cerner into pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model upon investigation of the actual device used in this incident, it was determined that orders were not crossing from cerner to pyxis. A technical support specialist observed that all devices were in critical override. Interface messaging was active and current. However, message purging interfered with accurate reporting of message status, resulting in inconsistencies. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis¿ es server, all pyxis machines on profile were experiencing issues with orders crossing over from cerner into pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.